Event description:
It was reported to boston scientific corporation on april 23, 2021 that an auriga xl 4007 laser console was used in a retrograde laser lithotripsy procedure in the kidney performed on (B)(6) 2021. During procedure, the laser console alerted error - 1103: fiber identification failed. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: impact code f1001 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: investigation results: the auriga xl 4007 was serviced at the customer's site. The reported message - fiber complaint was confirmed. The fse confirmed 1103 laser fiber identification failure error code. Replacing the fiber ID assembly, read write module (board) and antenna resolved the issue. The laser console was calibrated. It passed full functional and electrical safety testing. The returned fiber ID assembly, read write module (board) of the auriga xl 4007 console was returned for analysis. A visual evaluation noted that it is in good physical condition. No other problems were noted. It is most likely that an electrical fault of the fiber ID circuit caused the issue. Based on all available information, the most probable cause was determine to be cause traced to component failure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
(B)(4). The complainant indicated that the device has been serviced on site and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on april 23, 2021 that an auriga xl 4007 laser console was used in a retrograde laser lithotripsy procedure in the kidney performed on (B)(6) 2021. During procedure, the laser console alerted error - 1103: fiber identification failed. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.